Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the light source had fan error. There were no reports of patient harm.